Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited ventricular oversensing of atrial activity, which resulted in pacing inhibition. The device's ventricular sensitivity was changed to least and the oversensing resolved.